Event description:
During an atrial fibrillation ablation procedure, the device did not deflect as expected, and was unable to puncture. An additional puncture site was needed and the device was replaced to continue the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. Both the formed curve and sideport orientation of the sheath were consistent with specifications; the dilator manufactured curve was correctly orientated with the dilator hub and depth markings. The sheath distal tip had been split and bent. The dilator was inserted into the sheath and a gap was noted at the dilator/sheath transition, consistent with the aforementioned insertion difficulties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event and additional puncture site remains unknown.